Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a balloon in the silicone segment which was not noticed until they were removing the infusion and tubing from the pump. There are no other details regarding this event, and no patient harm was reported.